Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic, the atrial lead exhibited loss of capture and loss of sensing. The device was reprogrammed and the patient would be followed normally.